Event description:
It was reported that during the implant procedure there was phrenic nerve stimulation in all locations. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5524m-53, crdm non-defib lead, implant: (B)(6) 1995; 5524m-58 crdm non-defib lead, implant: (B)(6) 1995. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.